Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1822. It was reported the patient was experiencing a heating discomfort while charging his ipg. The patient was advised on ways to alleviate the heating issues while charging. Follow up with the patient identified the issue is resolved. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patient. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.